Event description:
Popliteal cyst rupture [synovial rupture]. Popliteal cyst [synovial cyst]. Knee joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a pharmacist regarding a pt (demographics not provided), initials unk. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan gf-20) on an unspecified location, dosage regimen not provided. The lot number for synvisc was not provided. On an unspecified date, the pt experienced knee joint effusion and popliteal cyst. It was reported that it was not specified if popliteal cyst was an incidental finding or there had been popliteal cyst rupture. The company assessed the event of popliteal cyst rupture as medically significant. The action taken with synvisc treatment was not provided. The pt's outcome for all the events was not provided. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The relationship between synvisc and the events was not provided by the reporting pharmacist.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(6) 2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.